Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that the patient underwent a left total hip arthroplasty on an unknown date approximately 25 years ago. Subsequently, the patient was revised on (B)(6) 2004 due to unknown reasons. The patient was further revised on (B)(6) 2016 due to a cup that migrated superiorly as a result of bad bone quality.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.